Manufacturer narrative:
This report is submitted on february 5, 2021.

Event description:
Per the clinic, the patient experienced skin issues at the abutment site. The patient was placed under general anesthesia on (B)(6) 2021, in order to change the abutment. The implanted device remains.